Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the unit had a burning smell. The customer was not able to duplicate this reported issue. The customer does not know if there was patient involvement associated with this reported issue, but there were no reports of patient harm.